Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker presented to the emergency room (ER) after feeling pressure in their throat due to loss of atrial-ventricular synchrony. The right atrial (ra) lead showed loss of capture at maximum output, pacing not delivered when required, and undersensing where therapy was delayed for less than 30 seconds. A surgical revision was performed and the patient¿s ra lead was tested via the pacing system analyzer (psa), which confirmed the non-capture. The physician suspected a lead-tissue interface issue and poor atrial substrate as the cause of the issue. The ra lead was explanted and replaced and returned for analysis. Analysis of the lead showed that the setscrew mark noted on the terminal pin showed possible improper insertion depth of the terminal pin into the device header while the setscrew was tightened down. The device remains in service with the new lead. No additional adverse patient effects were reported.